Event description:
(B)(4). I have sever hip pain where I can't move. My periods are completely horrible terrible cramps. Headaches, mood swings, terrible acne. I seem to get bruises out of no where. And pain in between periods.